Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse rebooted the system and performed a hard reset; however, the system continued prompting to disable universal surgical manipulator (usm) 3. The fse replaced usm 3, which resolved the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 23008 was found indicating pot to encoder fault on the yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23008 error was triggered during power up. The usm was then installed onto a patient side cart fixture test platform (pftp) where the sensors check failed on yaw, replicating the reported event. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 3 on the patient side cart (psc) was not working as expected and received error 23008. The customer hard power cycled the system and power back up but error returned. The customer then disabled usm 3 and cleared the error. The remaining usms functioned as expected, and the customer proceeded with system setup for the procedure. There was no report of patient involvement or patient injury.